Manufacturer narrative:
This crt-d was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. There is extensive body fluid contamination in all lead barrels. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header showed the feed through wires to be intact. The initial allegation of inappropriate shock and oversensing were not confirmed through analysis, but loose header was confirmed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered some inappropriate shocks due to oversensing. This crt-d also exhibited high out of range pacing impedance measurements. An x-ray was taken, and no lead dislodgement was observed. A revision/replacement procedure will take place within the near future. Subsequently, additional information was received that this crt-d was explanted and repalced. During the explant it was noted that the header seemed loose. The physician suspected the damage occurred during the explant process. The associated right ventricular (rv) lead was also explanted and replaced. This rv lead was a competitor's product. It was noted the physician electively removed the right atrial (ra) lead in order to have access for the new rv lead. Once the new device and rv lead were implanted no further noise or oversensing were observed. There were no adverse patient effects reported.